Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien 3 aortic valve implanted for 5 years and 6 months underwent a valve-in-valve procedure due to severe aortic insufficiency. The patient was symptomatic with fatigue and heart failure. A 23mm s3ur valve was successfully implanted. The patient was in stable condition. This patient has previous endocarditis, diabetes, and hyperparathyroidism.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. The complaint for valve central regurgitation was confirmed based on information available up to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the instructions for use (IFU) revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the patient had vast comorbidities (e.g. Diabetes, hyperparathyroidism, etc.), which are known factors that may increase the risk of early valve degeneration, leading to central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.